Manufacturer narrative:
(B)(4).

Event description:
The patient reported her therapy had been fine up until traveling recently. When she went through airport security on (B)(6) 2016 they made her pass through the standard security gate, which must've turned her implantable neurostimulator (ins) off and she was miserable on her trip. Her symptoms returned. Because stimulation was off, she felt her bladder was weaker. Her whole body went down, she felt drained, and she was horrible with no energy. Since getting home on (B)(6) 2016, she had been using the patient programmer (pp) but stimulation got too strong in her toe so she turned stimulation back down and her symptoms were still not helped. Radiation therapy was also noted to be possibly related. She was on program 3 and wanted help trying program 4. Stimulation was noted to be felt in the correct location. The patient was aided in activating program 4 and it was increased to 0.75. Additional information received from the patient reported that, ever since making the program change earlier, she was feeling stimulation and pain in her upper leg/thigh and her back was aching. This began about an hour ago and was located where her ins was. It felt tight and crampy and the pain started getting worse. No falls/trauma were related. When checking with her pp, stimulation was found to be off. The patient turned down her ins to 0.05 on program 4. She was awaiting a return call from her healthcare provider (hcp). Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Event description:
Additional information received from the consumer reported turning off the device for an entire day ¿seemed¿ to work the best to resolve the issue. Decreasing settings resolved the too strong stimulation after 24 hours.